Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there may have been an issue with the battery. The customer described that the battery may have been either depleting rapidly or fluctuating. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain further clarification regarding the nature of the issue and provide assistance. However, the customer did not respond.